Event description:
It was reported that the customer experienced high blood glucose levels. The customer¿s blood glucose level was more than 33 mmol/l at the time of the incident. Customer was treated with manual injection. Customer stated insulin pump had insulin flow blocked alarm, pump error and had a crack around battery compartment. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was inactive at the time of incident. Customer did not allege insulin pump was under delivering. The customer's current blood glucose was 31.3 mmol/l. Troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.